Event description:
It was reported that within one month of implant, the patient's right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.